Event description:
It was reported that while using a cardiohelp for veno venous extracorporeal membrane oxygenation (vv ECMO) the venous probe was reading 88. The probe was calibrated and an error message sv02 out of range occurred. The pt was cannulated in the femoral vein and the internal jugular. It was reported the pt was not cannulated as a result of this incident. No medical intervention required. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.